Event description:
The customer reported that the c-arm shut down and gave a system error message, c-arm disabled. The customer rebooted and the same thing happened. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.